Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that foreign material was noted on the device. An encore balloon catheter inflation device was selected for use. During unpacking, a white dot was noted on the inflation part of the encore. Liquid was noted in the inflation part of the encore. No patient complications were reported.